Event description:
The customer contact reported that the device did not stop delivering when the stop key was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "stop button not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing by stopping a delivery when the stop key was pressed. There were no reports of any adverse opt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineering performed testing and investigation at the user facility. The device passed testing by appropriately stopping the delivery when the stop key was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel.